Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/ catalog number: sc-8120-50, serial number: (B)(4), batch/ lot number: 252975a, model/ catalog description: artisan surgical ld 50cm 16 contact lead. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient had an infection and underwent an explant procedure. No further information could be obtained.